Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and nephrolithiasis ("kidney stones") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), migraine ("migraines"), pain ("chronic pain syndrome"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and allergy to metals ("she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"). The patient was treated with surgery (total vaginal hysterectomy, uterus and cervix removed on (B)(6) 2014) and surgery (diagnostic laparoscopy and dilatation and curettage on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, nephrolithiasis, dysfunctional uterine bleeding, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, migraine, pain, dysmenorrhoea, menometrorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, nephrolithiasis, pain, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: normal pelvic anatomy incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), nephrolithiasis ("kidney stones"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), migraine ("migraines"), pain ("chronic pain syndrome"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), allergy to metals ("she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"), migraine headache ("migraine headache") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy and dilatation and curettage on (B)(6) 2014 and total vaginal hysterectomy, uterus and cervix removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, nephrolithiasis, dysfunctional uterine bleeding, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, migraine, pain, dysmenorrhoea, menometrorrhagia, allergy to metals, migraine headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, nephrolithiasis, pain, pelvic pain, weight increased and migraine headache to be related to essure. The reporter commented: pathology report did not indicate that her coils were removed. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: normal pelvic anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), nephrolithiasis ("kidney stones"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), migraine ("migraines"), pain ("chronic pain syndrome"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), allergy to metals ("she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"), migraine headache ("migraine headache") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy and dilatation and curettage on (B)(6) 2014 and total vaginal hysterectomy, uterus and cervix removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, nephrolithiasis, dysfunctional uterine bleeding, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, migraine, pain, dysmenorrhoea, menometrorrhagia, allergy to metals, migraine headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, migraine, nephrolithiasis, pain, pelvic pain, weight increased and migraine headache to be related to essure. The reporter commented: pathology report did not indicate that her coils were removed. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: normal pelvic anatomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event: migraine headache , abnormal bleeding were added. On (B)(6) 2020: fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, chronic cervicitis and vaginal delivery. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), nephrolithiasis ("kidney stones"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), migraine ("migraines"), pain ("chronic pain syndrome"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), allergy to metals ("she cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation"), migraine headache ("migraine headache") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy and dilatation and curettage on (B)(6) 2014 and total vaginal hysterectomy, uterus and cervix removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, nephrolithiasis, abnormal uterine bleeding, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, migraine, pain, dysmenorrhoea, menometrorrhagia, allergy to metals, migraine headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, migraine, nephrolithiasis, pain, pelvic pain, weight increased and migraine headache to be related to essure. The reporter commented: pathology report did not indicate that her coils were removed. There were 3 coils noted on the right side. And 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: results: normal pelvic anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.